Manufacturer narrative:
Initial reporter phone number was provided as (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with crep2 creatinine plus ver.2 on a cobas 6000 c (501) module. It was asked, but it is not known if any questionable results were reported outside of the laboratory. The sample initially resulted in a creatinine value of 17 umol/l and repeated as 361 umol/l. The creatinine reagent lot number was 65487901, with an expiration date of 31-mar-2023.

Manufacturer narrative:
Reagent issues were excluded as the correct result was obtained during repeat testing with the same reagent. The field service engineer (fse) found cells were overflowing. The fse adjusted the cell rinse levels and confirmed the module was operating within specification. The specific cause of the event could not be determined.